Event description:
It was reported that during a viseral procedure that the clips will not hold after placing. Clips were released, but not staying closed or could not be closed. Another device was used. There was no adverse patient consequence.